Event description:
A report was received that the patient was not able to charge her ipg after a non-device related surgery. During the surgery monopolar electrocautery was used. The physician replaced the ipg and the patient was reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.